Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that while using the cassette, the infusion line was blocked and the tubing did not hold and came out. The reporter indicated that the event may have occurred during priming, however this has not been confirmed. Add'l info has been requested, however none has been provided to date.